Event description:
Customer reported a cartridge change error with the pump involving over seven cartridges. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump, as well as attempting to load a new cartridge. Initial attempts were unsuccessful, but with assistance, the customer eventually managed to fill and load a new cartridge, successfully completing the process and resuming insulin delivery.